Manufacturer narrative:
The t:slim x2 user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified alarm occurred after the pump was submerged waist deep in water. Customer's blood glucose level was 220 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.